Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m-p-surg1 return bin drawer could not be closed. The customer opened the back panel and found that the drawer was not properly latching at the rear. As a temporary, the top drawer was placed on a failed state so nurses can continue accessed the remaining drawers and the refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date, imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return bin drawer did not latch properly. A field service engineer (fse) replaced the drawer and tower door was not failed when arrived. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower m-p-surg1 return bin drawer could not be closed. The customer opened the back panel and found that the drawer was not properly latching at the rear. As a temporary, the top drawer was placed on a failed state so nurses can continue accessed the remaining drawers and the refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m-p-surg1 return bin drawer could not be closed. The customer opened the back panel and found that the drawer was not properly latching at the rear. As a temporary, the top drawer was placed on a failed state so nurses can continue accessed the remaining drawers and the refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.